Event description:
It was reported that patient fell off a ladder on (B)(6) 2011 and had a left tibia plateau fracture treated that day with external fixation. Open reduction internal fixation (orif) with medial and lateral plates and screws was done on (B)(6) 2011. The patient healed but the hardware was irritating the patient. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.